Manufacturer narrative:
Upon receipt of the returned product specimen, it was visually examined. One tracheostomy tube was returned for evaluation. Visual examination revealed a hole on the cuff. These devices are 100 percent in house inflation tested prior to release for distribution. This device had been in use for 3 days prior to the reported leak. While no definitive root cause could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to a manufacturing issue.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that the portex® cuffed blue line ultra® suction aid tracheostomy tube was used for 3 days in a patient and blood got into the cuff; prevented inflation. There is no information if the check was performed prior to use. No additional aho information.